Manufacturer narrative:
(B)(4). Lot/batch #: unk. Date of event: date of event is 2019. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please provide more event details how the device cut but did not staple? If the tissue was cut, but not stapled how was the transected tissue addressed? Please provide details. Did any staples deploy at all? If yes, please provide more details.

Event description:
It was reported that during an unknown procedure, the device cut, but didn't staple. No patient consequence.